Manufacturer narrative:
(B)(4).

Event description:
Shedding, flaking it was reported that the 3.5 blade 3.5 bone cutter, full radius, was shedding metal flakes into the patient. Shedding was reported to be minimal, therefore suction was used to remove minimal metal shavings from joint. Any reported delay in the case would have been less than 30 minutes in duration. No patient injury or impact was reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).